Event description:
Manufacturer notified of patient's death. Several attempts to obtain cause of death have been made without success. Will request death certificate. Ref MFR report# 6000032-2006-01698.